Event description:
The device overheated during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.